Event description:
The biomedical engineer from a hospital in (B)(6) requested the repair of an rd900 neopuff infant resuscitator. Upon receiving the complaint device at our service centre in (B)(6) the gas outlet port was found to be damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to our service centre in (B)(4) where it was inspected by a trained service engineer. The fascia and valve system were returned to fph in (B)(4) for investigation. The returned components were visually inspected. Results: visual inspection revealed that the gas outlet port was broken and the upper left corner of the fascia was chipped. A lot check revealed no other complaints of this nature for lot 100922. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." All neopuff units are visually inspected and performance tested before leaving the production line and those that fail are rejected. This suggests that the damage occurred after the subject neopuff unit was released for distribution. The complaint neopuff was fitted with a new fascia, valve system and upper end cap and was returned to the customer after passing the safety and performance checks as per the neopuff technical manual.

Event description:
The biomedical engineer from a hospital in (B)(6) requested the repair of an rd900 neopuff infant resuscitator. Upon receiving the complaint device at our service centre in (B)(6) the gas outlet port was found to be damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device was recently received by our service center in france. Our investigation is currently in progress. We will provide a follow up report upon completion of our investigation.